Event description:
It was reported that the programmer would not "boot up" when interrogating wireless devices. It was further reported that devices cannot be interrogated. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powered up with an error, the device went to a white boot up screen then to a system error. (B)(4): analysis found that the cable was out of specification, this confirms the initial customer comment.

Event description:
It was reported that the programmer would not "boot up" when interrogating wireless devices. It was further reported that devices cannot be interrogated. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device analysis is in process; the results will be forwarded when available.